Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the disposable collection set sealed in its original packaging with a long hair inside. In addition, the original equipment manufacturer (OEM) reviewed the DHR for the subject device and lot number and no quality issues were noted during the manufacturing process. The OEM also reviewed the photo images of the received product and determined that the root cause of the reported event is due to employees exiting and entering the gowning room at the same time, resulting in a hair falling off an employee¿s gown. The OEM reported that the gowning procedure will be revised to implement turning the gown inside out prior to placing it on the hanger when leaving the clean room, in order to eliminate the possibilities of hair on the product.

Event description:
The service center was informed that during a therapeutic dilation and curettage (d&c) procedure, the user noted a hair inside the sterile packaging. The device was replaced and the intended procedure was completed. There was no patient injury reported.